Event description:
It was reported that the patient presented after receiving a patient notifier for high voltage lead impedance out of range for the rv to can and rv to svc vectors. Noisy sensing channels were noted. It was not known whether the noise was caused by myopotentials.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.